Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review found that the device had not been serviced previously. The customer complaint was replicated as the investigation revealed a damaged flex circuit. The flex circuit was replaced. The motherboard was also replaced due to data loss. A performance verification test (pvt) was performed, and the device passed all testing criteria.

Event description:
The customer returned the product for a latch/lock issue, during device evaluation, a damaged flex circuit was identified. There was no patient involvement.